Event description:
Clinic notes dated (B)(6) 2013 note that the patient presented with an increasing frequency and severity of absences seizures for approximately one week. It was noted that there have been as many as five episodes per day each lasting approximately thirty seconds. It was noted that the patient usually only experiences about one per week. It was noted that the episodes have no common precipitating factors. It was noted that system diagnostics were within normal limits. It was noted that the output current was increased from 1.25ma to 1.5ma. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Patient outcome in 2014 was inadvertently left out in the initial report.

Event description:
Clinic notes received previously dated (B)(6) 2014 indicate that the patient's seizures frequency was low at that time has not increased noticeably. This information was inadvertently left out in the initial report.